Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, bone resorption, peri-implantitis, infection, bleeding, inflammation.